Event description:
(B)(6) received on (B)(6) 2011 by aesthetic physician via sales rep. Original source physician. This case involves a female pt, treated on unspecified date with poly-l-lactic acid (sculptra), injection area, dosage, dilution not available. About two years ago, she experienced papules at face. The physician showed a photo of the pt to our sales rep. She added that after a corrective treatment with cortisone, the pt fully recovered. Add'l info reported as soon as possible. (B)(4). Add'l info received from the aesthetic physician by phone on (B)(6) 2011. We succeeded in contacting the aesthetic physician by phone. She told us the case occurred 4 years ago and not 2 years ago as previously reported by our sales rep. The pt was treated on the face and about six months later, the pt experienced papules at the face. The reporter confirmed that the pt fully recovered after the administration of cortisone. No further info was available.